Manufacturer narrative:
Based on events log, the service rep diagnosed the problem to a control panel error. He found a loose connection (j3) on the card cage backplane. As a precautionary measure, he reset the ffb pcb. He inspected the wiring from ffb to processor, no defects found. Verified all connection were secured. The rep monitored the system for 1 hr while making occasional exposures. No recurrence of reported malfunction.

Event description:
The customer reported the c-arm lights went out, no kv or ma displayed. No pt injury was reported.